Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 60% stenosed lesion in the anterior tibial artery to posterior tibial artery. It was observed that the coating of an ht command es guide wire (gw) was discolored for approximately 2 to 3cm. It also felt rougher compared to the rest of the hydrophilic coating. The hydrophilic coating was peeling off very quickly and sheared off when loading an armada 14 balloon onto the guide wire. Reportedly, after the peeling was noted, the device continued to be used. Once resistance was noted, use of the device was discontinued. No coating peeled into the patient. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, the following information was provided. Resistance was noticed during removal of the gw from the anatomy and with removal of the armada bdc from the gw as well. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported irregular texture, irregular appearance and peeled / delaminated polymer was unable to be confirmed; however, scratches were noted on the device. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified, mildly tortuous, 60% stenosed anatomy and/or other devices resulting in the reported difficult to advance and the reported difficult to remove. The reported irregular texture, irregular appearance and peeled / delaminated polymer were unable to be confirmed. The noted scratches sporadically throughout the entire length of the teflon coating likely occurred due to interaction with the torque device. There is no indication of a product quality issue with respect to manufacture, design or labeling.